Event description:
Information received by medtronic indicated that customer reported failed battery test. Battery cap was not damaged, no contacts are missing, no damage to spring or corrosion advice to clear battery compartment with cotton swab and insert new battery. No harm requiring medical intervention was reported. The device will be returned for analysis. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged failed battery test alarm found on (B)(6) 2022. Pump was received with failed battery test alarm after battery insertion. Unable to perform the displacement test, active current test, sleep current test or self test due to failed battery test alarm. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, (39) failed battery test alarms found in the pump history file/trace on (B)(6) 2022 started from 11:47:33 to 22:46:13. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. However, moisture damage found inside battery tube. Swapped out the test case and unit functioned properly. Failed battery test alarm isolated to battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and minor scratched lcd window. Failed battery test alarm confirmed due to corroded battery tube. Cosmetic damage found on the pump case. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.